Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that a spaceoar was being prepared for use on a patient under general anesthesia. However, the procedure was canceled due to a malfunction. The kit became clogged when the gel inside was accidentally pushed too far, rendering it unusable. No patient complications were reported as a result of this event.